Event description:
During procedure with rotablator, the tip of the guide wire extended from the circumflex into the obtuse marginal. A portion of the wire tip unraveled, fractured and remains in the pt.